Manufacturer narrative:
No device investigation was performed because the complaint device was not returned to abbott vascular. No root cause could be determined for the reported dislodgement of the stent. The device was not returned; however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that jostent graftmaster was being used and would not cross the site that was to be treated. There was resistance in the inferior marginal branch. Upon removal of the stent delivery system (sds) from the patient's anatomy, it was noted that there was no stent on the sds. The stent was present on the sds before use, when the device was inspected. The stent could not be located, but it is believed to be in the patient's anatomy. No additional information is available.